Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient had a pocket revision because she is unable to charge due to the location of the battery. The physician moved the pocket site from the back to the stomach. The patient is reportedly doing well following pocket revision surgery.